Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks. Device interrogation showed high impedance and oversensing of noise. A lead fracture was suspected. It was also noted that the patient experienced pocket stimulation and heart block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 15 non-sustained tachycardia (nst) and 45 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle were recorded between (B)(6) 2014. 19990 of 25145 ventricular sic (v-sic) occurred since (B)(6) 2013. A lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. The maximum ventricular pace impedance rises from an approximate baseline of 425 ohms to greater than 4000 ohms on (B)(6) 2013. All impedances are undefined on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.